Event description:
It was reported that when using the bd pyxis¿ medbank tower application was freezing, and the drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application was freezing. A technical support specialist stated that the software appeared to be responsive and functioned as intended while remoted in; however, they mentioned that further observation would be needed to continue troubleshooting and advised the customer to contact support immediately if any additional issues occurred. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower application was freezing, and the drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.